Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, episodes of oversensing were observed on the right ventricular (rv) lead. Lead damage was suspected, but could not be confirmed, to be the cause of the event. No intervention was performed at this time. The patient was stable and will continue to be monitored.